Event description:
Permanent pacemaker inserted in 2000. Pt presented to hospital 7 months later with syncope. Evaluation revealed possible intermittent lead failure. Lead replaced and old lead "capped off." According to physician note "pulse generator replaced due to advisory warning."